Event description:
The lay user / patient contacted lfs in 2009 alleging a labeling issue on their one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info: the pt mentioned that the day lifescan was contacted, the labeling on the package mentioned that the test strips were included with the meter; however, when the pt opened the package there was no test strip vial with the product at around 5:30 pm. Approx 45 mins later, the pt reportedly felt shaky and sweaty. She did not treat herself or contact her physician for assistance. The pt's supplies were all replaced. No further clinical info was provided. It would have been helpful to know whether the pt had other test strips to test her blood glucose, whether she attempted to treat herself when she noticed that the meter did not come with the test strips and how long her symptoms lasted. The complaint is being reported since the pt alleged she was unable to test due to not test her blood glucose, since there were no test strips in the package with her meter and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.